Event description:
A surgeon reported that during a glaucoma filtering shunt implant procedure, the shunt would not release from the delivery system. There was no harm to the patient and another shunt was used instead. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results form the product history record review indicated the product met release criteria. There have been two other similar complaint reported in the lot number. Additional information was requested. (B)(4).